Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with rash underneath sensor pod area only. The patient was seen by a healthcare provider (hcp) and the reaction was treated with a prescription of amoxicillin 10 ml, 3 times a day, also containing clavulanic acid. There was no documentation of medical intervention. Attempt to contact the reporter for more information were unsuccessful. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.